Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40, lot# v273701, implanted: 2009 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40, lot# v233444, implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40, lot# v273701, implanted: 2009 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40, lot# v233444, implanted: 2009 (B)(6); product type lead product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported, the patient had an infection about a month after implant surgery. The back of the patient¿s head was very sore and a lump was felt about a month after surgery. The lump was posterior to the connection. The infection had cleared up with medication, but the patient did not think the infection had cleared up until two weeks prior to this report.